Event description:
Biomed reported the following issues involving the device, a 3.3v supply failed, a 5v supply failed, a 35v supply failed, the motor control pcba adc failed, and the blower temperature was high. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the service engineer (se) ran unit with test adapter attached and multiple errors appeared 3.3v supply failed, 5v supply failed, 35v supply failed, motor control printed circuit board assembly (pcba) analog to digital converter (adc) failed, and blower temperature high. The se has requested new parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/25/2022, 09/23/2022 and 10/21/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.